Event description:
After successful placement of a 2.5 x 13 mm cypher stent in the calcified left anterior descending artery (lad), the physician attempted to place a second 2.5 x 13 mm cypher stent but the product would not cross the lesion. The physician then attempted to remove the stent delivery system (sds) by withdrawing it back into the guiding catheter. After taking the sds out of the sheath, the physician noticed that the stent was off of the balloon. Fluoroscopy was conducted and the stent was seen sitting in the left main. The stent was successfully removed using a snare device. It was also noticed at this point that the guiding catheter (medtronic launcher ebu 3.5 6f) dissected the left main. A balloon pump was used on the pt and then the pt was rushed to surgery. The pt is doing fine to date. No negative preparation occurred prior to inserting the sds into the pt's body.

Manufacturer narrative:
Add'l info will be submitted upon 30 days of receipt.